Event description:
It was reported that the cylinder hose had carbon dioxide leaked from hose at the connector assembly. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed: reseated the connection. Customer requests field service engineer (fse) to visit the facility. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.